Manufacturer narrative:
G4: (B)(6) 2021. G5:510k: k102985. B4: (B)(6) 2021. The customer charged the device overnight and was able to power on the device; when the device was going to be returned to service, the issue reoccurred. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse implemented field change order, replaced the power management (pm) board to resolve the reported issue. The device passed performance verification tests.

Event description:
It was reported to philips that the device was not powering on. The device was not in clinical use at the time of the event. There was no report of patient or user harm.